Manufacturer narrative:
The customer¿s report of tubing leaked was confirmed. Visual inspection observed that the silicone segment had a tear near the upper fitment. The tear was measured to be 0.0455 inches long. Visual examination under a microscope observed a crush mark to the upper blue fitment. Functional testing could not be performed due to the drip chamber and tubing being coagulated. However, blood was observed leaking out from the silicone segment near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The crush mark on the upper fitment and the leaking that was observed on the silicone segment during visual inspection indicates that the set was misloaded.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported that a nurse was transfusing packed red blood cells when the tubing started to leak. They reported no patient harm.

Manufacturer narrative:
.